Event description:
Additional information indicated that the patient felt extremely fatigued and experienced shortness of breath (sob) when the rate response was not programmed on.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s gas gauge had not changed for over two months. The device was still one quarter from elective replacement time (ert). Boston scientific technical services (ts) discussed that the patient have 85-90 days from elective replacement time (ert) to end of life (eol). The patient will continue to follow with physician¿s recommendations for monthly checks. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.